Manufacturer narrative:
No testing was performed on the system because resolution of the issue was confirmed on call. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a cervical spine procedure. It was reported that when setting up to take a spin, the navigation system could not see the imaging system¿s trackers. The image acquisition system (ias) was rebooted, and then the camera could see the imaging system¿s trackers. There was a surgical delay of 15 minutes due to this issue, and there was no impact on patient outcome.